Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
Patient presented at follow with an increase in thresholds on atrial lead. X-ray revealed, dislodgement on both atrial and rv leads due to twiddler's syndrome. The lead was explanted.